Event description:
Patient reported their bite on the right side is crossed and this was not an issue before aligners. Their right upper lateral incisor still is not aligned with the other teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.